Manufacturer narrative:
Additional information has been provided in d6b. This MDR is submitted to correct information previously reported in h6-medical device problem code. The code for restricted flow rate (a140508) was added.

Event description:
The complainant reported that during impella rp flex support via right internal jugular vein access, the placement signal was observed to be greater than 100, while displayed flow was 0.0 l/min. Clinical support was consulted, and potential causes, including placement signal variability and possible clot ingestion, were considered. An echocardiogram was recommended to assess device position and evaluate for thrombus. At the time of the event, the patient¿s chest was open pending surgical closure. Following chest closure, the placement signal improved and flow values returned to expected levels. Echocardiographic evaluation was performed, and no thrombus was identified. The device continued to provide support and at the time of writing this report, the patient continues to be supported by impella impella rp flex. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella rp support is completed. The device was discarded at that time. The patient is still on impella 5.5 support and still critical but stable at this time.

Manufacturer narrative:
B5 updated with additional information, explant date not provided.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the placement signal and low pump flow issues was a biomaterial ingestion event due to data log review showing ingestion characteristics of a large motor current spike preceding the issues.